Manufacturer narrative:
Siemens healthcare diagnostics field service engineer (fse) was dispatched. The fse determined that the sample tubing was kinked and it was replaced. The sample probe was replaced and alignment was checked by the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
After an initial no coag error, discordant results were obtained when the sample was repeated in normal mode and extended mode. Neither result was reported. The sample was run on an alternate instrument and similar results were obtained when both modes were run. Patient treatment was not altered or prescribed. There was no adverse health consequences as a result of the initially discordant results while running in normal and extended mode.